Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after insertion the catheter did not transfuse. The catheter was removed from the patient without incident and another device was placed. The catheter that was removed had a hole.

Event description:
The customer alleges that after insertion the catheter did not transfuse. The catheter was removed from the patient without incident and another device was placed. The catheter that was removed had a hole.

Manufacturer narrative:
(B)(4). The customer returned a separated 3-lumen 7 fr x 16 cm cvc catheter for evaluation. The catheter was separated into two pieces; however, it was determined that catheter was cut and separated purposely by the customer. Visual inspection revealed the catheter showed signs of use in the form of dried blood inside of the catheter body and adhesive material on all three extension lines. There was also a hole in the catheter body on the proximal end near the juncture hub. Microscopic examination revealed that the hole appeared angled into the catheter and the edges were smooth. The appearance is consistent with a gash caused by the catheter coming in contact with a sharp instrument. The catheter body was separated approximately 38mm from the distal end of the juncture hub. The second piece of the catheter body measured 128mm. The catheter body length totaled 166mm, which is within specification; indicating no pieces are missing. The hole was approximately 1mm in length and was located approximately 5-6mm from the distal end of the juncture hub. The outer diameter of the catheter body was also within specification. (Con't) other remarks: with the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10ml syringe. Leakage was observed in the catheter body during testing of the distal lumen. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed while testing the proximal or medial extension lines. No lot number was provided was provided by the customer; therefore, a device history record review was performed based on the sales history of the customer. No relevant manufacturing issues were identified. The instructions for use (IFU) for this product directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns that not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter body contained a hole was confirmed by functional testing and visual examination of the returned sample. The catheter body leaked from a hole in the distal lumen. Microscopic examination revealed that the hole appeared angled into the catheter and the edges were smooth. The appearance is consistent with a gash caused by the catheter coming in contact with a sharp instrument. Based on the condition of the hole, since no leakage was reported during pre-insertion flushing, and since no manufacturing related issues were found during the device history review, the probable cause of the catheter leak is operational context.